Manufacturer narrative:
Internal file number (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Article: "the year in cardiology 2018: valvular heart disease."

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that may be related to death. The literature consisted of 304 patients enrolled in (B)(6) study. Specific patient information is documented as unknown. Details are listed in the article titled: "the year in cardiology 2018: valvular heart disease." No additional information was provided.